Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: there are total 24 verse quick stick, sleeve and 20 verse quick stick, tube were received at cq. Upon visual inspection, there were locking facilitator springs were noticed bent/deformed on the received devices. These all are captured under (B)(4). The complaint can be confirmed for unable to assemble as bent condition could have caused reported issue. But there was no stripped condition noticed on the device so complaint would not be confirmed for the stripped issue. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history lot: a review of the receiving inspection (ri) for verse quick stick, tube was conducted identifying that lot number gm4975901 was released in two batches. Batch1: lot qty units were released on 19 dec 2017 with no discrepancies. Batch2: lot qty units were released on 02 jan 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during the cleaning process it was noticed that the quick stick sleeve did not fit properly on the top notch of the screw head anymore. The tip of inserter appears to be stripped. There was no surgical or patient impact. This report is for one (1) expedium verse spine system quick stick, tube. This is report 4 of 10 for (B)(4). This report is linked to (B)(4).